Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. It was stated that the symptoms started right after the lens was implanted on (B)(6) 2022). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient¿s operative eye due to mechanical complications of iol which the patient¿s vision was blurry and the patient was unable to tolerate the lens. Patient¿s daily activities were significantly affected. The patient is status post (s/p) yttrium-aluminum-garnet (yag) so a planned vitrectomy was required. It was indicated that the yag was done due to posterior capsule opacification (pco) that had a significant impact on the patient¿s vison at 5 week post-op appointment. After the lens explanted, a non-johnson and johnson lens of 23.0 diopter was used as a replacement lens. No incision enlargement or sutures required and no delay in procedure reported. Medications (prednisolone 1% -moxifloxacin 0.5% - bromfenac 0.075% 1 drop 4 times a day /1 gtt qid in the right eye) prescribed were standard or care drops which are given to patients before and after any lens procedure. The patient is temporarily impaired. Vision pre-operative with correction 20/15-1 and vision post-operative without correction 20/40. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 25, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half with a haptic cut/detached and missing. The lens was cleaned, presenting with no issues that would have caused or contributed to the complaint event. The complaint issue "explant, blurry vision, yag, and pco : posterior capsule opacification" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.